Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in march. Eight weeks post procedure, the pt experienced pain and vaginal discharge. The protegen sling material was visible through the insertion site of the vaginal wall. The pt was treated with antibiotics. One week later, the sling was removed without incident. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."